Event description:
Related manufacturer reference number: 2017865-2023-11582. It was reported that the patient's right atrial (ra) lead exhibited increased pacing impedance. During the procedure, it was noted that the set screw on the header of the patient's implantable cardioverter defibrillator was not secure and caused the right atrial (ra) lead connector slipped slightly out of port. The ra lead was reinserted and secured with a set screw and not explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: d6b: no date of explant since lead was not explanted.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased pacing impedance. During the procedure, it was noted that the set screw on the header was not secure and caused the right atrial (ra) lead connector slipped slightly out of port. The ra lead was reinserted and secured with a set screw and not explanted. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased pacing impedance. The ra lead was explanted and replaced. The patient was stable throughout the procedure.